Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There is concern that the battery depleted earlier than expected.